Event description:
(B)(4). Date is estimate. Rash occurred twice before date I entered other symptoms I noticed around 2yrs after implant. Headaches, hair loss, cramping every day, extreme fatigue, extreme weight gain, extreme irritability, moodiness, tingling and numbness in hands, arms, legs, joint pain. Much heavier menstruals (use to be 4 days with 1 slight heavy day; now its 3-4 days very heavy last 10 days with spotting before and after). Diagnosed with adenomyosis. Lower back pain daily, much worse around and during menstrual. Tooth loss, teeth pulled, gum disease. I had great teeth and gums prior to essure. I was healthy before essure, I weighed (B)(6) before essure and gained (B)(6) lbs after.

Event description:
(B)(4). My implant date was (B)(6) 2009, not 2008 previously guessed. In addition to previous report are: the had rash on my entire back within couple days after procedure. Rash was burning, itching, bumps (hives?), had rash break out twice. I didn't change anything in my lifestyle other than getting essure implanted. At the time I didn't know enough to know the rash was an allergic reaction. I have stabbing poking pain every single day. Much stronger feeling in left side. I have a hysterectomy scheduled in may. Due to work and need if my kids' help I'm having to wait. I get headaches, migraines, back pain is so strong it takes awhile to get up, takes time to turn positions in bed. Been having hip pain everyday. Have pain in and right side nearly two years. Very bad bloating daily. Very bad fatigue every day. Som days extreme its unbearable. I get dizzy and light headed and nauseous for no reason. My body early 2010 went into pregnancy mode. Many times I was scared I was pregnant, my body acts as if it is. I know the difference having carried two children full term. I have all the pregnancy symptoms. This is not normal, essure should not do this.